Event description:
It was reported that the tri-port ext chk vlv w/3 vp, 7 day central line was blocked bidirectionally during use. The following information was provided by the initial reporter: "the central line with filter or one way valve is blocked bidirectionally, and therefore useless."

Manufacturer narrative:
H.6. Investigation: one 20062e7d sample from lot 18085876 was received for investigation in opened packaging; residual fluid was present within the sample. A visual inspection of the sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by attempting to flush each line with fluid; the customer's experience was confirmed as a complete occlusion was identified at the smartsite component from the middle infusion line. A closer analysis appeared to indicate the presence of residual solvent in the piston of the affected smartsite. An excessive amount of solvent could have been applied to the tubing joint during the assembly process which inadvertently reached the piston of the smartsite causing it to occlude. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 18085876 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tri-port ext chk vlv w/3 vp, 7 day central line was blocked bidirectionally during use. The following information was provided by the initial reporter: "the central line with filter or one way valve is blocked bidirectionally, and therefore useless."